Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Additionally, it was reported that the patient line became separated from the cartridge. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer changed the infusion set to resolve the issue.